Manufacturer narrative:
Additional initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Investigation summary: a device history record review was performed for provided lot number 0127937. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 physical sample and 2 picture samples were received for evaluation by our quality team. Through examination of the physical sample, a test for sustaining force was preformed and the result was within specification and no defects or damages were observed. The picture samples show the physical sample. A cause for this defect could not be determined as no defects were observed during the inspection. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that one bd saline, vascular access flush spun out during use. The following was reported by the initial reporter: "it was reported that the bifurcates spun when trying to connect ivf to piv. Per attached note on bag: both of these bifurcates just "spinned" when I tried to connect my ivf to my piv had to use a trifurcate."